Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 405 mg/dl. The customer stated she already set up the new insulin pump but thought that the settings was not correct. The customer was treated for the high blood glucose with insulin pump. Customer already did the bolus during the call to treat the blood glucose. The insulin pump was not returned for analysis.